Manufacturer narrative:
Ees #.975215-a. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/uncut; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, all present and tissue present/describe, no. Analysis conclusion: based on info received and visual inspection, no conclusion could be reached as to what may have caused reported incident. Instrument was received fully loaded with staples and breakaway washer present and uncut. As instrument was returned fully loaded with staples, it could not be determined as to how device reportedly misfired. Upon receipt of instrument, it was noted that ancillary trocar was broken off inside shaft of anvil. It should be noted if torque is applied to ancillary trocar, it may cause to ancillary trocar to break. It appears possible that this may have contributed to reported incident. Mfg and engineering have been notified of reported incident.

Event description:
It was reported the cdh29 was used during an unk procedure. It was reported the device was misfired. There was no consequence to the pt.